Event description:
Customer reported no reactivity with vra128 and two patients with known anti-e. The initial antibody screens were positive. The customer then tested the samples against vra128 and stated that no reactivity was observed. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.